Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that approximately 7 months following the implant of this transcatheter bioprosthetic valve, paravalvular leak was noted. Central aortic regurgitation was noted the following day. It was observed that the valve had migrated from it's original position and the frame appeared under-expanded with thrombus and pannus formation. Leaflet thickening was noted. No patient complications were reported as a result of this event.

Event description:
Additional information was received that 8 months and 15 days following implant of the valve, an echocardiogram was performed and paravalvular leak (pvl) was not identified. Additionally, a preserved ejection fraction was observed. It was further reported that the initial identified pvl was deemed to be inaccurate. Surgical intervention was not needed, and the patient was currently taking anti-platelet medication.

Manufacturer narrative:
Updated data: b5. H6. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.